Event description:
It was reported that the tip of a polaris 5.5 screw inserter fractured while being prepped for surgery and the break did not occur inside the patient's anatomy. Another same instrument was used to complete the procedure without patient impacts.

Manufacturer narrative:
Corrections in g1. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned, however photos were provided which show that the tip is fractured off. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: the device was not returned and the lot number was not reported, therefore a DHR is unable to be located for review. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a polaris 5.5 screw inserter fractured while being prepped for surgery and the break did not occur inside the patient's anatomy. Another same instrument was used to complete the procedure without patient impacts.